Manufacturer narrative:
Concomitant medical products: addr06 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance causing muscle stimulation at the implantable pulse generator (ipg) pocket site. The right atrial (ra) lead exhibited under-sensing/ failed to sense due to the patient's atrial fibrillation (af). The rv lead was capped and replaced. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance causing muscle stimulation at the implantable pulse generator (ipg) pocket site. The right atrial (ra) lead exhibited under-sensing/ failure to sense due to the patient's atrial fibrillation (af). The rv lead was capped and replaced. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event. It was further reported that the rv lead and ra lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.